Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was wrestling, and as a result, the touch screen became shattered and unresponsive. Subsequently, the pump shut down unexpectedly. There was no impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.